Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited was oversensing atrial activity one day post implant and the right ventricular sensitivity was reprogrammed. The patient then presented with a heart rate of 15 beats per minute due to the oversensing causing pacing inhibition. A chest x-ray was obtained and it was confirmed that this lead had dislodged and was positioned close to the atrium. An invasive procedure was performed and this lead was successfully repositioned. It was noted at the procedure that the suture sleeve on the lead had come undone. No adverse patient effects were reported.